Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient wanted the device removed because "it wasn¿t helping him". It was stated that all of the stimulation systemwas explanted on (B)(6)-2013. It was reported that the system explant was done as an out-patient procedure and the patient was not hospitalized. It was noted that the patient recovered without sequela.

Event description:
It was reported the patient had their device removed because it ¿didn¿t work/provide relief.¿ it was noted the entire system was removed. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.